Manufacturer narrative:
It is reported by the complainant that the device will be returned for investigation. The lot number was not yet provided, but it is suspected that it become known during the product investigation, the device history record will then be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported, that during the revision surgery of (B)(4), the tip of the extraction hook broke off while trying to remove the old implant. No harm to patient, neither a delay of the surgery was reported.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it is reported that during the revision surgery the tip of the extraction hook broke off while trying to remove the old implant. Review of received data: we received a picture which shows that the tip of the extractor instrument is completely broken. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis. Conclusion summary: neither operative notes nor devices of the instrument were received. Only a photo of the broken extractor hook was received. DHR could not be checked as no lot number was available. However, instruments are manufactured by a supplier and go through the incoming inspection at zimmer (B)(4) ((B)(6)). The devices are 100% visually inspected and also the material certificate is checked. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The root cause of the breakage cannot be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).